Event description:
A hospital reported that some 'white scuffy particles' were present on the surface of an extension shaft component provided by stanmore implants. The hospital staff also reported that there was hand writing on the packaging.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. It is possible that the white particles were from the packaging foam. The hand-writing was identified as having been applied at the packaging sub-contractor. A different packaging sub-contractor is now being used, we have not received any further complaints of this nature since moving to a new sub-contractor. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
(B)(4). An event regarding white particles present on the surface of the device involving a mets distal femur extension shaft was reported. The exact cause of the reported white particles on the device could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide. The device was cleaned by the hospital and implanted in the patient with no reported complications. (B)(4). An event regarding hand written detail on packaging involving a mets distal femur extension shaft was reported. The cause of the reported hand written detail on packaging is that the cleanroom staff at the packaging contractor used at this time wrote the batch number on the plastic bag and this was then covered by the device label. Note that the device label was correct, the hand written batch number, which was also correct, could only be seen looking through the back of the plastic bag as it was underneath the label. A different packaging subcontractor is now being used. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: common device name: prosthesis, knee, femorotibial,cons corrected to limb salvage system. K121056 corrected to k121029.

Event description:
A hospital has reported that some 'white scuffy particles' were present on the surface of an extension shaft component provided by stanmore implants. The hospital staff also reported that there was hand writing on the packaging. This is a supplemental report to 3004105610-2014-00098 ((B)(4)). This complaint has been split into (B)(4).